Event description:
Procedure:vats, patient sex: unk. Reportedly, the reload locked on tissue when it was fired. Another instrument was used to fire staples aroune it then it was cut off of the tissue. The procedure was then completed with another instrument without incident.